Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had a blank screen display and a battery out limit alarm. The customer did not report her blood glucose level. She was advised to monitor her insulin pump and call the hotline if issues recur. The product is not being returned, but the customer was sent a replacement battery cap to fix the issues. Nothing further to report.